Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. The customer followed instructions from technical support to remove the cartridge and inspect the o-ring, cleaned the pneumatic tap area, and successfully loaded the cartridge onto the pump, allowing them to resume insulin therapy.